Event description:
Initial result for a pt alt was 5 u/l. When repeated, the result was 119 u/l. The incorrect result was not used to guide therapy. The field service rep was unable to determine the cause of the discrepant results.